Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing which resulted in an inappropriate shock. The shock occurred one day post implant while the patient was lying in bed watching a video on his phone. The hospital's external subcutaneous electrocardiogram (s-ECG) recording did not show an arrhythmia at the time of shock. Shortly after the episode, the physician performed maneuvers on the electrode and the device. Specifically, the physician reported being able to reproduce the exact same type of trace on which the inappropriate shock was delivered by rubbing the electrode. Shortly thereafter, the trace returned to normal, and even when pressing on the electrode the episode no longer occurred. The boston scientific (bsc) local area representative also performed the same maneuvers, and the s-ECG trace remained normal. The device was left in primary vector which produced better parameters after optimization and provocative maneuvers. It was decided to leave the therapies off for another 24 hours due to a suspected air bubble. A bsc technical services (ts) consultant was contacted for episode review and guidance. The consultant reviewed the episode and noted air entrapment is interfering with the electrode to tissue interface which can occur within two weeks of implant. Data shared thus far showed stable shock impedance measurements. The consultant stated the physician could continue monitoring the patient if there is no further evidence of air entrapment. The system remains in service and no adverse patient effects were reported.